Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing was not confirmed as analysis did not identify any defect that would result in forward firing and the tip was attached. The analysis identified the glass cap was moving independently within the metal cap indicating a glue failure. It is probable that the glue failure occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited moderate charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and//or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was moving independently within the metal cap indicating there was a glue failure. The metal cap exhibited moderate charred debris adhesion on its surface and the glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window as intended, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the reported issue was not confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap misalignment due to a glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber began forward firing after 200,000 joules of use. Video provided showed the fiber tip was detached; however, the physician confirmed that the fiber tip was not detached when the fiber was removed from the patient. It was noted there were no stones present in the prostate and no courtesy messages were displayed console. The procedure was successfully completed using transurethral resection of the prostate (turp) without any consequences to the patient.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber began forward firing after 200,000 joules of use. Upon visual inspection of the fiber, the physician identified that the glass cap was missing. It was noted there were no stones present in the prostate and no courtesy messages displayed on the console screen. The procedure was successfully completed using transurethral resection of the prostate (turp) method without consequences to the patient.